Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information received from the healthcare provider via the manufacture representative regarding a patient receiving gablofen (500mcg/ml, unknown dose) via implanted pump. Indication for use was noted as intractable spasticity and cerebral palsy. It was reported that the pump was implanted on (B)(6) 2015 (contradicting information of implant date was reported for (B)(6) 2015). The patient was diagnosed with an infection on (B)(6) 2015. The patient had pus/infection in pump pocket and the system was explanted on (B)(6) 2015 (contradicting information of explant date was reported for (B)(6) 2015). There was purulent drainage from pump pocket. The wound was cleaned and the patient was treated with antibiotics post implant and explant. The pump pocket was cleaned at the time of explant. There was no troubleshooting required. The issue resolved at the time of report. The patient's status at the time of report was "alive-no injury."